Manufacturer narrative:
Correction b.5: medtronic received information that prior to use of a custom tubing pack correction d.1: brand name correction d.2: product code and common device name correction d.3: MFR name, street 1, MFR city, MFR region, country code and postal code correction d.4: model #, catalog #, expiration date, lot # and unique identifier (UDI) # correction g4.4 :PMA / 510(k) # correction additional codes: img (annex g) component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that there was leaking in the pump room and customer added another tie band, and it stopped leaking.this happened at the inlet connector on the fusion membrane oxygenator. The device was used after addition of tie band to connector. There was no adverse patient effect associated with this event.